Manufacturer narrative:
A section of the wolverine cb mr, ous 10mmx2.75mm was returned for analysis. A visual and microscopic examination identified that the balloon was folded. No damage was observed along the entire balloon. All blades were intact within their pads and fully bonded to the balloon material. A break was located in the hypotube, at 26.1cm distal to the strain relief. The distal section of the break, including the hypotube section, polymer extrusion, balloon and tip was not returned for analysis.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.50 x 22mm, concentric, de novo, target lesion was located in the severely tortuous and severely calcified left circumflex artery involving a bend greater than 90 degrees. Following predilation with a 2.50 x 23mm maverick balloon, a 2.75 x 12mm wolverine cutting balloon was advanced to crack the calcium. The lesion could not be crossed and when the physician tried to advance the device further, the shaft broke. The device was removed and a 2mm non-boston scientific balloon was used to crack the calcium. A 3.50 x 25 synergy stent was implanted to complete the procedure. The outcome was good and the patient was stable post procedure.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.50 x 22mm, concentric, de novo, target lesion was located in the severely tortuous and severely calcified left circumflex artery involving a bend greater than 90 degrees. Following predilation with a 2.50 x 23mm maverick balloon, a 2.75 x 12mm wolverine cutting balloon was advanced to crack the calcium. The lesion could not be crossed and when the physician tried to advance the device further, the shaft broke. The device was removed and a 2mm non-boston scientific balloon was used to crack the calcium. A 3.50 x 25 synergy stent was implanted to complete the procedure. The outcome was good and the patient was stable post procedure.